Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: unk competitor implantable pacing lead, therapy date unknown.

Event description:
It was reported that following explant of the device the atrial lead was not able to be removed from the device header. The device was replaced with a single chamber device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No eval other description: analysis was not completed. It was noted that the battery was depleted and the connector fractured.